Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced an increased recharge burden with an overstimulation sensation at the ipg site while charging. Troubleshooting determined the ipg is now inoperable. Surgical intervention may be pending to address the issue. The implant date of the device is unknown at this time.

Event description:
Additional information received identified the patient underwent surgical intervention where the ipg was replaced with a new one. The patient is now receiving stimulation.

Event description:
Additional review of the issue determined the patient did not experience increased recharge burden. This patient experienced a shocking sensation while recharging their ipg then the ipg became inoperable. The patient underwent surgical intervention where the ipg and leads were replaced with a new ones restoring therapy. See also reports for leads (reference MFR. Report# 1627487-2018-00094 and 1627487-2018-00095). See also report for ipg (reference MFR. Report# 1627487-2017-05763).